Event description:
Surgeon was performing lap hernia repair and he saw something black floating in the pt. Upon inspection of the trocar it was discovered that rubber part of the seal that keeps air in the abd was missing. Piece caught and removed before closure and no harm occurred to pt.